Event description:
No additional information.

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of leakage and air bubbles / air in line could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because the lot number is unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Event description:
It was reported that unspecified bd infusion set had air in line. The following information was received by the initial reporter with the following: it was reported: ¿patient receiving cycle 4 yervoy. When pump alarmed air in line, rn noticed clear fluid < 10ml on floor under IV bag. When tubing removed from pump, it was noticeably wet along tubing. IV bag was finished and was given to supervisor. Completion time was within 2 minutes of planned time so minimal loss from bag, if any.¿

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.